Event description:
On (B)(6) 2011, the patient claimed she experienced two low blood glucoses during the past two nights. At the time of concern, the patient self treated with soda. Her blood glucose was corrected to 125 mg/dl a few hours later. The patient attributes the alleged hypoglycemia to incorrect date and time she set in the animas insulin pump. Reportedly, the basal delivery was not accurate due to the incorrect setting. This complaint is being reported due to the use error and because the patient allegedly had two low blood glucose excursions while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.